Event description:
1481 telemetry system did not alarm when a pt expired on 11/18/98 at approx 2:30 pm. The pt was under a "dnr" order at the time of the event. At the time of the event, the alarm suspend was displayed in red for that pt and did not time out automatically.